Manufacturer narrative:
No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
During follow-up, externalized conductors were observed on the right ventricular (rv) lead; however, electrical parameters were good. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.